Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they had a damage on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that they had crack in the area of reservoir. It was reported that the reservoir compartment was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin the pump will be returned for analysis

Manufacturer narrative:
Device received with reservoir tube lip completely broken off, cracked case reservoir tube window corners and cracked reservoir tube window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.